Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu2327 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "during the use of pic line kit ¿power pic catheter with sherlock 3cg the guidewire broke. Per staff report while doing PICC line insertion and using dilator to put PICC line in the wire either broke or got pushed into the skin and was unable to visualize. X-ray report showed the guide wire in the right cephalic-axillary vein."